Event description:
The reported event of "development of a shell," "in stage 3 at the time of the diagnosis" has been confirmed not to have occurred for the right side device. Therefore, there is no complaint against the right side device.

Event description:
Regulatory agency reported 'development of a shell in the left breast, in stage 3 at the time of the diagnosis'. Device has been explanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Regulatory agency reported ansm ansm reported development of a shell at the start of 2022 in the right breast, in stage 3 at the time of the diagnosis during the summer of 2022. Device has been explanted. Right side.